Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. The pull magnet incl. Bracket has been replaced to resolve the problem. The safety valve pull magnet enables the inspiratory gas to be released from the inspiratory pipe via the emergency air intake resulting in decreased inspiratory pressure. The issue was decided to be reported as the defective safety valve pull magnet may lead to stop of ventilation or high pressure. There was no patient involvement. Unfortunately, the defective part was not available for further analyze, therefore the root cause to the reported issue has not been determined.